Event description:
The customer reported, while in use on a patient, they were experiencing fiber-optic issues. Customer claims they had a sensation plus 50cc iab that was not producing any pressure indices. They unplugged the fiber-optic portion, and used the central lumen to get the accurate information. The patient died. Facility is not attributing the death to the device. The pump alarmed "unable to zero" and "fiber optic sensor failure". A complaint has been opened for the iab # (B)(4).

Event description:
The customer reported, while in use on a patient, they were experiencing fiber-optic issues. Customer claims they had a sensation plus 50cc iab that was not producing any pressure indices. They unplugged the fiber-optic portion, and used the central lumen to get the accurate information. The patient died. Facility is not attributing the death to the device. The pump alarmed "unable to zero" and "fiber optic sensor failure". A complaint has been opened for the iab # (B)(4).

Manufacturer narrative:
Correction: date was not entered in the initial MDR. Date:(B)(6)2017.

Event description:
The customer reported, while in use on a patient, they were experiencing fiber-optic issues. Customer claims they had a sensation plus 50cc iab that was not producing any pressure indices. They unplugged the fiber-optic portion, and used the central lumen to get the accurate information. The patient died. Facility is not attributing the death to the device. The pump alarmed "unable to zero" and "fiber optic sensor failure". A complaint has been opened for the iab # (B)(4).

Manufacturer narrative:
Upon further review, please see the correct DHR statement: the production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative relayed from the customer that the customer feels the failure was of the intra-aortic balloon (iab), not the intra-aortic balloon pump (iabp). Therefore, the customer is not asking for an evaluation of the iabp to be performed.

Event description:
The customer reported, while in use on a patient, they were experiencing fiber-optic issues. Customer claims they had a sensation plus 50cc iab that was not producing any pressure indices. They unplugged the fiber-optic portion, and used the central lumen to get the accurate information. The patient died. Facility is not attributing the death to the device. The pump alarmed "unable to zero" and "fiber optic sensor failure". (B)(4).